Manufacturer narrative:
G.5. PMA / 510(k)#: k040725. G.5. PMA / 510(k)#: k050191. G.5. PMA / 510(k)#: k062087. G.5. PMA / 510(k)#: k141468. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd facs¿ 7-color setup beads 25 tests contamination was observed. There was no report of user impact. The following information was provided by the initial reporter: "failing lot". "1. Were patient samples contaminated or was there carryover (cross-contamination/mixing) between patient samples? If no, no further questions required. Patient samples contaminated, carryover between patient samples, unknown - go to question #2. Yes. 2. Please describe any additional details: go to patient samples checklist. Patient samples checklist: 1. Did this cause erroneous results on patient samples for diagnostic testing? If yes, go to question #2. Yes. If no, no further questions required. 2. Was an erroneous laboratory result from the bdb product reported to a clinician? If yes, go to question #3. No.

Event description:
It was reported that while using bd facs¿ 7-color setup beads 25 tests contamination was observed. There was no report of user impact. The following information was provided by the initial reporter: "failing lot" "1. Were patient samples contaminated or was there carryover (cross-contamination/mixing) between patient samples? If no, no further questions required. Patient samples contaminated, carryover between patient samples, unknown - go to question #2. Yes 2. Please describe any additional details: go to patient samples checklist. Patient samples checklist: 1. Did this cause erroneous results on patient samples for diagnostic testing? If yes, go to question #2. Yes, if no, no further questions required. 2. Was an erroneous laboratory result from the bdb product reported to a clinician? If yes, go to question #3. No.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. New information obtained confirms that no contamination/carryover occurred, therefore, this is not considered to be a reportable malfunction.